Event description:
It was reported the rigid video scope had image noisy during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle at the insertion section was interrupted and weakened slightly and worn. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. (Image noisy). The most probable cause of the additional finding is cause traced to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.